Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014. Inratio inr: 1.0 and 1.8. The time between testing was five (5) minutes. Therapeutic range 1.8 - 2.0 for the pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.